Event description:
Boston scientific received information that during a routine follow-up, loss of capture and high out of range pacing impedance measurements were noted on the right ventricular (rv) lead. As a result, the lead was explanted. No visible damage to the lead was noted. It was indicated this patient was not pacemaker dependent. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.